Event description:
As reported by the edwards lifesciences affiliate in the united kingdom, the patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve via a right transaxillary/subclavian approach. During the procedure, a 14fr esheath+ was inserted into the patient without resistance. During advancement of the delivery system with valve, difficulty was encountered as the system was unable to cross the native valve. A balloon aortic valvuloplasty was performed using a 14 mm non-edwards balloon via the left transfemoral artery. Balloon inflation was used to assist advancement, after which the delivery system with valve crossed the native valve. During this process, it was reported that the esheath+ came completely out of the patient while the delivery system remained across the valve. The esheath+ was subsequently re-advanced. The valve was then successfully implanted with a final position of 90/10 (aortic/ventricular). Vascular closure was performed using non-edwards devices. A post-closure transaxillary/subclavian angiogram identified a small dissection, which was treated with ballooning and the dissection resolved. Post procedure, the patient was diagnosed with an ischemic stroke, and thrombolysis was performed. The patient was reported to be in stable condition, able to speak and move the left leg but unable to move the left arm. The patient was discharged and moved to another hospital. It was reported that the stroke was attributed to the esheath+ coming out of the patient. No additional information was provided.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have vessels that are not amenable to the approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath+ is 5.5 mm. In this case, there was no allegation or indication a product malfunction contributed to the dissection. Investigation results indicate patient and/or procedural factors, including calcified plaques in the right subclavian artery, may have contributed to this event. However, a definitive root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Regarding the stroke, per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intraprocedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ejection fraction (ef) less than 30%, diabetes, age older than 70 years, bypass procedure time greater than 120 minutes, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and aortic valve replacement (avr) patients. After thv, there appears to be a more considerable proportion of early strokes occurring less than 24 hours post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to the stroke. Investigation results indicate procedural factors may have contributed to this event as it was reported that the stroke was attributed to the esheath+ coming out of the patient. However, a definitive root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.